Event description:
Reporter noted no irrigation through handpiece. Corneal burn occurred. Removed and reseated cassette, reprimed, then changed out system to complete case. Prognosis reported as good.